Event description:
During an implantation procedure, ventricular lead impedance was measured above 3000 ohms with the subject device. Normal values of lead impedance were measured with a pacing system analyzer (psa). The lead was then connected to a new pacemaker, and normal lead impedance was also measured.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During an implantation procedure, ventricular lead impedance was measured above 3000 ohms with the subject device. Normal values of lead impedance were measured with a pacing system analyzer (psa). The lead was then connected to a new pacemaker, and normal lead impedance was also measured.